Event description:
The pump was returned to the manufacturer for disposal. The return paperwork indicated that the patient had expired. The cause of death and the relationship of the patient's death to the implanted system was not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.